Event description:
As reported by the user facility ((B)(4)): over infusion: device reported to have infused a bag of saline over 4 hrs instead of 6 hrs. Following this, the hospital ran 1 litre of normal saline through it over 4 hrs (set at 250 mls an hour). The fluid pumped was measured every hour with a measuring jug and syringe to check. After the 1st hour the pump said 250 mls were infused but 300mls was in the jug. For the 2nd hour only 200mls infused. 320 mls infused over the 3rd hour and 230mls in the final hour. A total of 1050 mls was infused. The pump display said 1000mls was infused.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was found slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow up report will be provided when the examination results become available. (B)(4).